Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a ventilator inoperative. There was no pt involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the flow sensor. Covidien was not authorized to svc the device.